Event description:
It was reported that the new heartmate touch (hmt) was not connecting to the bluetooth adapter. The hmt was cycled power on and off. Hard reset of hmt and the bluetooth adapter was unplugged and plugged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.